Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has previously caused or contributed to pt injury. Device issue: stent dislodgement. It was reported that the stent delivery system (sds) could not cross the lesion. The pt's anatomy was moderately tortuous and significant resistance was encountered during insertion. Flushing was maintained during the procedure and ivus was not used. The vascular access site was radial and the lesion was moderately calcified. The degree of the stenosis was 99% and the lesion treated involved progressive disease. No add'l event or pt info is available. This is being reported based on the analysis of the returned device that revealed the stent had partially dislodged. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular drug eluting stent in the us.

Manufacturer narrative:
Product performance engineering was unable to determine a conclusive root cause for the stent dislodgement. Eval summary: qa analysis revealed that the sds was returned without any blood visible. There was contrast visible in the inflation lumen. The stent implant was stationary on the balloon. The stent implant was pushed 6mm distally. There were crimp marks on the balloon between the markers. There was a kink between the third and fourth rows of distal struts. There was no other damage noted to the stent implant. The balloon was tightly folded. There were two bends in the hypotube, 11 cm and 39 cm distal to the strain relief tubing. There was no other damage noted to the sds. The protective sheath was not returned. A snap gauge was used to measure the outer diameters of the stent implant. The proximal and middle measurements met mfg criteria. The distal measurements were oversized. These did not meet mfg criteria. Product performance engineering reviewed the incident info and analysis of the returned device. The inability to cross a lesion can be affected by numerous factors including but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, device placement technique, interactions with other devices, device size selection, and accessory device support. Analysis of the sds noted evidence of preparation and the stent implant was stationary on the tightly folded balloon. However, there was a kink in the distal portion of the stent and it was pushed distally 6 mm from it's initial position. Crimp marks were on the balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. Stent movement can be influenced by many factors including, but not limited to; improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, and interaction with the lesion and/or accessory devices. The protective sheath was not returned, which may have assisted in the investigation. Additionally, there was no damage observed during product inspection prior to use and thus the stent damage and the movement of the stent likely occurred during the procedure, although this cannot be confirmed. Damage to the distal end of the stent is most consistent with that of which occurs as a result of an interaction between the mounted stent and the anatomy and/or accessories during advancement of the device. In this instance, the pt anatomy was described as moderately tortuous and moderately calcified, which may have contributed to the event. In addition, the proximal and middle stent outer diameter dimensions met mfg criteria, but the distal diameter was oversized. However, it is expected that the stent would expand during travel over the balloon. Two bends in the hypotube were also noted. Again, this damage was not observed during inspection prior to use and thus, may have happened during or after an attempt to cross the lesion or possibly as a result of packaging and shipment back to abbott vascular for analysis. In this case, with the info provided and the analysis of the device, it appears the difficulties experienced are related to the circumstances of the procedure, however, a conclusive root cause cannot be determined. A review of the finished device lot history records did not reveal any non-conforming material records for this lot that could have contributed to this complaint. This MDR is considered closed by the product performance group.